Manufacturer narrative:
(B)(4). The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test and self test. No delivery alarm/occlusion - unknown timing unknown. Pump received with partially broken retainer. Unable to perform the displacement test, occlusion test and p-cap / reservoir will not lock properly due to partially broken retainer. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with serial number label missing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring and received insulin flow block alarm. The customer stated that the reservoir lock into place. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.